Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 5592 implantable pacing lead. (B)(4).

Event description:
It was reported that the patient experienced syncope. The device was suspected with a problem. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The no output condition was the result of lifted output bond wires which occurred the same day as the reported explant date. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.